Event description:
It was reported that the user experienced difficulty attaching a new infusion connector and subsequently required a second connector, after which the connection was successful, and the user also had difficulty filling the associated cartridge. Symptoms included no reported adverse clinical effects. Outcomes included user inconvenience and the need for additional troubleshooting and education. Investigation included technical support review and user guidance over the phone. Investigation of this case revealed that the initial connector could not be properly attached, while a replacement connector functioned as intended, and the user required instruction for cartridge filling. It was concluded that the event involved use difficulty with the connector and cartridge fill procedure without device malfunction confirmed and without clinical harm.